Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that stent damage and stent moved on balloon occurred. The target lesion was located in the mildly tortuous and highly calcified right coronary artery. With the support of a non-bsc guide extension catheter, a 4.00x28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. As the physician was pushing the device down, it would not go even with the non-bsc guide extension catheter. The physician started to pull the device out but some resistance was encountered. The physician then pushed the device and pulled it back again and then pulled it all the way out from the patient. However, the proximal side of the stent, nearest to the hub was fractured and frayed up a little bit. The stent itself was dismounted a little bit. The lesion was then dilated a little bit more and another 4.00x28 synergy ii stent was advanced and completed the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on rows 1 to 5 from the proximal end of the stent were lifted and pushed distally from the distal end of the proximal markerband by approximately 0.5 mm. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage and stent moved on balloon occurred. The target lesion was located in the mildly tortuous and highly calcified right coronary artery. With the support of a non-bsc guide extension catheter, a 4.00x28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. As the physician was pushing the device down, it would not go even with the non-bsc guide extension catheter. The physician started to pull the device out but some resistance was encountered. The physician then pushed the device and pulled it back again and then pulled it all the way out from the patient. However, the proximal side of the stent, nearest to the hub was fractured and frayed up a little bit. The stent itself was dismounted a little bit. The lesion was then dilated a little bit more and another 4.00x28 synergy ii stent was advanced and completed the procedure. No patient complications were reported and the patient's status was fine.